Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. Evaluation found that the device was unable to reset. The device could not enter service modes. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, high flow insufflation unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the device was unable to reset. The device could not enter service modes. This report is being submitted for the event found during evaluation. There was no patient involvement.